Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain and was unable to get stimulation on the right side, where the pain was located. High impedance was identified as a device-related issue, with impedance values reported as 0-7 and 40000. Troubleshooting was performed by attempting to program on the other lead, but stimulation could not be achieved on the right side. The issue was ongoing and no replacement product was required. No action was taken and no adverse outcome was reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.